Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and confirmed the reported issue of the device not powering on, and the device showing three illuminated icons in the readiness display. The device was further evaluated by stryker's product assessment center (pac) and the usage of an in-house power source confirmed the device functioning appropriately. The device logs were evaluated and show a history of the hlc being in a depleted state. The device logs confirmed that the current wrongly installed charge-pak was different from the originally housed charge-pak. The root cause of the hlc becoming permanently damaged is caused by maintenance as there was no properly homed charge-pak installed for more than five months as indicated by the device logs. The operating instructions instruct the user that the readiness of the device should be verified regularly. The customer will receive a replacement device.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.